Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient was to have a catheter dye study performed on (B)(6) 2021. The reason for the study was because the patient fell on his pump and now was not getting any relief. The date (B)(6) 2021 is considered an approximate date of event (specific month and year known only).  The reason for the fall was unknown, but was unrelated to device. The issue was unresolved as of (B)(6) 2021. No surgical intervention occurred and no surgical intervention was planned. The patient's medical history and weight at the time of the event was unknown or would not be made available. Additional information was received from the device manufacturer representative indicated that a catheter dye study was attempted and they were unable to draw back successfully. It was noted that the patient was attempted cap aspiration in clinic and was unable to have a revision due to other health issues unrelated to the device.